Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: battery compartment crack at the threads to the left of the bumper traveling down to the case seal. Returned battery cap is damaged at the threads and does not attach securely to the pump or test pump. Able to duplicate complaint of intermittent power with the returned battery cap; test cap used during investigation/24 hr. Basal delivery test. The pump was run on a 24-hr basal program using the test cap with no intermittent power/reboot occurrences. One battery cap contact height was out of specifications. Both battery cap contact widths are within specifications. There was evidence of moisture in battery compartment. A leak test failed due to battery compartment leak. Opened pump; no damage observed to power circuit. No evidence of moisture observed internally. One explained por event in the bb/pump history. Crack between case seal and keypad cover; two cracks between case seal and display lens corner. (B)(4). The correct serial number is: (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had intermittent power. The reporter claimed that the battery compartment is cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.